Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip would not come out when putting the medium-large clip applier instrument in the patient. As a result, another medium-large clip applier instrument was opened. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was confirmed to be related to the clip being stuck to the clip applier instrument following clip application. It was further clarified that after the surgeon clamped the instrument on a vessel, the clip would not come off. There was no injury to the patient as a result of the issue. The customer could not confirm if there was any damage noted to the instrument following removal.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The complaint regarding clip wouldn't come out when putting it in the patient was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips the tips by applying excessive force on the jaws.